Manufacturer narrative:
Follow-up # 1, date of submission (B)(6) 2011 - device evaluation: the pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: there was no activity related to the complaint observed in the pump download history. The rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force at (B)(6). The pump was exercised for 24 hours with no unusual activity occurring. A loss of prime was induced; the pump gave an audible and visual alert. The keypad is undamaged, all buttons respond to presses appropriately. The keypad was removed and no damage was found to the button contacts.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the pump indicated that it lost prime multiple times during a (B)(6) period. A family member reported that the pump went directly to the ezprime menu and she did not say whether the loss of prime was accompanied by a vibratory or tonal alert. Customer support reviewed the pump with the family member and found one associated occlusion alarm in the history. She denied any physical damage to the pump; she did not report any additional defects or malfunctions. This complaint is being reported because the pump may have lost prime without any warning.